Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to fill the infusion set tubing during the loading process. Tandem technical support assisted the customer with changing the pump supplies. Blood glucose (bg) was 565 mg/dl and after pump supplies were changed, insulin therapy was resumed to address bg.